Manufacturer narrative:
Findings: pump received with no button response due to flattened act button dome switch. Pump received with cracked case at display window corners, reservoir tube, minor scratched display window. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that if he presses hard enough the act button will make contact. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.